Event description:
Procedure type: lap chole. According to the reporter: the procedure is performed in the dark and once the doctor placed the port into the pt's cavity, air started to leak. The doctor then took the port out and saw that the foam was missing. The doctor tried to look for the foam inside of the cavity using a laparoscope, but was unable to find it. The procedure was extended by less than thirty minutes. It was unk whether the foam was missing prior to insertion into the pt's cavity, or if the foam was lost inside of the pt's cavity.